Manufacturer narrative:
Device is an instrument and not implantable. Product MFR date is unknown. Investigation pending.

Event description:
During a pathfinder surgery in 2007, it was reported that the top of the end sleeve of the extender sleeve would not accept the torque wrench.